Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. As received, the battery pack was unable to power a test monitor and charge. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed due to corrosion on the battery board. The charger was unable to charge a battery pack. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a battery charger had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed due to corrosion on the battery board. The charger was unable to charge a battery pack. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.